Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The existing aus was explanted and replaced with a new one. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegations of recurring incontinence and urethral atrophy could not be confirmed via product analysis, though a leak in the pressure regulating balloon was identified at the shell-adapter junction as a result of fatigue. The occlusive cuff performed within specification. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required. Model number: 72400024, lot number: 311209018, model description: balloon fgs 61-70 cm. Model number: 72400098, lot number: 312168011, model description: control pump fgs.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The existing aus was explanted and replaced with a new one. The patient was reported to be doing well after the procedure. The explanted aus was returned and analysis completed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The existing aus was explanted and replaced with a new one. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.